Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the screen on the insulin pump was white and the buttons were not working. The customer¿s blood glucose level was 26.4 mmol/l. The customer was assisted with troubleshooting and the display did not return. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a blank solid white lcd display due to cracked lcd glass. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify missing segments/partial display due to display anomaly.